Manufacturer narrative:
The device was above elective replacement indicator (eri) when received for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient experienced discomfort. Caused by the device pocket being prominent, due to thin subcutaneous tissue. It was also noted, that the right ventricular lead exhibited high capture threshold. The implantable cardioverter defibrillator was explanted and upgraded to a crt -d system. A device pocket relocation was performed. The rv lead was connected to the atrial and rv port of the new implantable cardioverter defibrillator system. The patient was stable post-procedure.